Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 425cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively diagnosed after physical exam. As a result, the device was explanted on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the date of replacement surgery with catalog number 3502425 was (B)(6) 2021. Field d6b has been updated on this form to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).